Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, that the patient had multiple unrelated surgeries. And was unsure, if the ipg was placed into surgery mode, prior to these surgeries. Subsequently, the ipg was unable to communicate and was found to be inoperable. As a result, surgical intervention took place on (B)(6) 2024. Wherein, the ipg was explanted and replaced to address the issue.